Manufacturer narrative:
The customer reported false elevated troponin results for two female patients when tested with architect stat high sensitive troponin-I, (ln 3p25-26), reagent 76131ui00. The field service representative (fsr) cleaned several parts and replaced the pipettor assembly (part number 7-97004-03) on the architect i1000sr, serial number (B)(4). Return testing was not completed as returns were not available. A review of the architect (B)(4) service history was performed and found no contributing factors on or around the date of the complaint. There have been no subsequent contacts from the customer regarding discrepant results since the fse replaced the pipettor assembly. A review of the architect isystem service and support manual provides the removal and replacement instructions for the pipettor assembly. The architect systems operation manual addresses operational precautions and limitations which provides probable causes and corrective actions for troubleshooting erratic or discrepant results including: probe is dirty or partially clogged, pipettor probes are not straight, probe is not positioned correctly, and sample contains fibrin clots or particulate matter. A review of tickets for similar complaints of the pipettor assembly identified none related to erratic patient results. A review of complaints on the architect i1000sr found no similar issues or trends as described in this complaint. Based on the investigation, there was no product deficiency identified for the architect (B)(4) or the pipettor assembly (part number 7-97004-03).

Event description:
The customer reported falsely elevated architect troponin results on two female patients. The results provided were: pt#1 initial = 21.21ng/l; after 3 hours new draw = 2.37ng/l; initial sample retested = 2.8ng/l; pt#2 initial = 23.8ng/l / repeated = 2.28ng/l (diagnostic cutoff for female is 15.6ng/l). There was no reported impact to patient management. There was no additional patient information provided.